Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The investigation was unable to determine a conclusive cause for the reported resistance.

Event description:
It was reported that the procedure was to treat a lesion located in the non-tortuous, mildly calcified superficial femoral artery. The 5.5 x 100 supera stent was advanced and deployed in the lesion without issue; however, resistance was felt during retraction of the 5.5 x 100 mm supera stent delivery system believed to be due to a kink in the non-abbott guide wire. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.